Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to be secured to the stand securely. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device could not be secured to the universal stand. The rse provided the customer with the part information for the adapter plate thumbwheel 2 pack, the cpu tray cover, and bottom foot kit 4 pack. In a good faith effort (gfe) response from the customer received on 08may2026, it was confirmed that the customer had ordered the adapter plate thumbwheel 2 pack, the cpu tray cover, and bottom foot kit 4 pack. The customer confirmed that the parts had been received, installed, and the issue resolved. Following the issue resolution, the device was confirmed by the customer to have returned to full functionality and been returned to use. The customer was asked what testing was completed and only confirmed that testing had been completed but did not provide the specific test completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It was confirmed that the device had malfunctioned, with the cause determined to be the mounting components of the device (adapter plate thumbwheel 2 pack, the cpu tray cover, and bottom foot kit 4 pack). Replaced parts will not be returned since per manufacturer-scrap if part defective.